Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was experiencing some difficulty charging the pump despite attempting multiple cables. It was stated that the usb connection felt loose. There was no reported impact to the customer's blood glucose level. It was indicated that the customer would continue using the pump until the replacement was received.